Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was admitted to the hospital due to a pocket infection. The physician removed the implantable cardioverter defibrillator (ICD) and the right ventricle (rv) lead. Subsequently, both the ICD and rv lead were replaced on the same day.

Manufacturer narrative:
Correction: upon review the implantable cardioverter defibrillator (ICD), manufacturer report 2017865-2024-57095, should not have been submitted as a medical device report (MDR) as infection that is not related to the implant site or implanted device is a non-reportable complaint, as the infection occurred as the result of another factor or source.